Event description:
It was reported that the water leaks. No additional information.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a noisy pump, faulty printed circuit board (pcb), scratched enclosure and cracked tank cover. Wear and tear damaged line cord, enclosure, and corroded drain fitting. Functional testing found a water leak. The root cause of the reported issue was found to be customer damage. Replaced tank cover, pump, pcb, membrane switch, drain fitting, enclosure, and line cord. Device passed all functional testing.